Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: b7, d7, d9, h3. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the sheath and iab. The sheath was returned over the catheter tubing and the rear seal portion of the membrane. One kink was observed on the catheter tubing approximately 36.3cm from the iab tip. Additionally, one kink was observed on the inner lumen approximately 24.4cm from the iab tip. The extender tubing, pressure tubing, one-way valve and three-way stopcock were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and a autofill failure alarm sounded as soon as the iab pumping started resulting on stopping the pumping immediately. The reported event of a kink was confirmed by the evaluation. However, the reported event of ¿alarm, check iab catheter¿ cannot be confirmed by the evaluation. An analyzed failure of alarm, autofill failure was detected when the iab was placed on the pump. The autofill alarm could have been caused by the catheter tubing or inner-lumn kink observed on the returned iab. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Record ID (B)(4).

Manufacturer narrative:
Updated field: b4, g1(contact office, contact person ¿ mfg site), g3, g6, h2, h11. Corrected field: d1, d4 (lot, model, catalog, serial), g4 (PMA/510(k)). Record ID- (B)(4).

Event description:
N/a

Event description:
It was reported that while inserting and operating the transray 40 cc intra-aortic balloon (iab) the catheter inspection alarm occurred frequently, but the patient's condition improved, so it was removed.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Due to character limitation event site city full name: (B)(6). Record ID- (B)(4).